Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump's (iabp) display screen is grainy/pixelated.

Manufacturer narrative:
Updated fields: b4, b5, d9 (device available for eval), d10, e1(initial reporter, event site email), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to reproduce the issue. The fse also replaced the compressor and filters due to hours. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump's (iabp) display screen is grainy/pixelated. However, no harm was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d4 (unique identifier (UDI) #). Contact person name: (B)(6).